Manufacturer narrative:
This was initially reported on the summary report dated 7/25/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of incontinence, infection and pain. It was also reported that the plaintiff experienced exposed mesh, urgency, vaginal discharge, erosion, dysuria, worsening, frequency, nocturia, urge incontinence and overactive bladder. Furthermore, it was reported that the plaintiff died. No cause of death was reported.